Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection at the extruded site that was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 11, 2022.

Manufacturer narrative:
This report is submitted on august 25, 2022.